Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Medtronic representative at the site could not replicate the issue. To date, no files/logs have been returned to manufacturer for further evaluation.

Event description:
A medtronic representative reported that, while in a spine training session the spine 2.0.1 software unexpectedly exited. They were using a 9in oec 900 with a wireless target (3d fluoro), during navigate when attempting to adjust the screw length the software exited to the main screen. They re-entered the software successfully, however, were unable to replicate the issue. There was no patient present.